Event description:
A patient reported that their settings were adjusting and stimulation was increasing and decreasing on its own. This is occurring daily. The patient does have adaptive stimulation. This happens all the time and is not associated with any particular activity. The patient was redirected to their healthcare provider (hcp). The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.